Event description:
The pt had been using the allegiance 500 ml drain bag catalog# p4015m, when he experienced excruciating pain in his abdomen. His family took him to the emergency room where the ER physician determined that the drainage bag was constricted near the bottom drainage tubing potentially causing the urine to flow back into the pt.

Manufacturer narrative:
Product was reported as a problem, however, no lot number or returned product could be evaluated. No other complaints of this nature have been reported on this type of device. Several products have been tested to try to replicate the reported issue, however this was unsuccessful as no defects could be detected.